Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger unable to charge a battery) was confirmed. As received, the charger/modem was unable to charge a battery. Upon evaluation, the component on the bedside board and diode was shorted, and there was liquid contamination on the battery board. The cause of the inability to charge is the damaged components and the contaminated battery board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defected battery charger.

Event description:
9/23/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery pack.